Manufacturer narrative:
Event date is unknown date in 2020. 510k: this report is for an unknown cortex screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The implant(s) was not returned and instead the investigation will be done based on the supplied image(s) from the attachments, an x-ray of the construct, from the attachment(s) located in notes & attachments section of the product complaint. The image(s) was reviewed and no malfunction, damage, or defect was observed on the x-ray. As the implant(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a revision surgery occurred due to a new femur fracture. The patient underwent removal of plate and screws and was revised to a 4.5mm locking compression curved plate and unknown screws. It is not known when the original implantation of the 90 degree child osteotomy plate and three (3) unknown 4.5mm cortex screws occurred. Procedure was successfully completed. This is report 4 of 4 for (B)(4). This report is for an unknown cortex screw.